Event description:
It was reported that the programmer screen would intermittently not come on, and when it did it would freeze. It was also requested that the programmer receive a software update. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067l radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer screen went blank intermittently, and noted that the display monitor also went blank and therefore the media processing unit was replaced. Analysis also determined that the system fan and the power supply were noisy and therefore both were replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer screen would intermittently not come on, and when it did it would freeze. It was also requested that the programmer receive a software update. The programmer was returned for service. No patient complications have been reported as a result of this event.